Event description:
It was reported that this patient just had a pacemaker system implanted. While the patient was in recovery, it was noted there was right ventricular (rv) loss of capture observed on telemetry however, the patient was not symptomatic. Subsequently, a lead revision was performed and it was successful. No additional adverse patient effects were reported.